Event description:
It was reported that a vns pt experienced a grand mal seizure that required hospitalization. The relationship of the grand mal seizure to vns therapy is unk. Good faith attempts to obtain additional info from the medical professional have been unsuccessful to date.